Event description:
It was reported that prior to the start of a procedure, the laser system malfunctioned such that the laser system could not be utilized to perform the intended procedure. It is unknown if the case was canceled. There was no report of a patient injury.